Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('myometrium with retained medical surgical device') in an adult female patient who had essure (batch no. B34596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery and cesarean section. Previously administered products included for an unreported indication: b nexa from (B)(6) 2013 to (B)(6) 2013, vitafol from (B)(6) 2013 to (B)(6) 2013, otc vitamin from (B)(6) 2013 to (B)(6) 2013, vitaminc from (B)(6) 2013 to (B)(6) 2013, zofran from (B)(6) 2012 to (B)(6) 2013, citranatal from (B)(6) 2013 to (B)(6) 2013, precare from (B)(6) 2013 to (B)(6) 2013, prenexa from (B)(6) 2013 to (B)(6) 2013, reglan from (B)(6) 2012 to (B)(6) 2013 and silver nitrate. Concurrent conditions included low grade squamous intraepithelial lesion since (B)(6) 2013, cervical pap smear abnormal since (B)(6) 2012, irregular periods, abdominal pain, menstrual cramps, ovulation bleeding, suprapubic pain, adenomyosis, polycystic ovary, cramp in lower abdomen, perineal pain and uterine tenderness. Concomitant products included nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date of implant (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded/status post essure. No filling of the bilateral fallopian tubes.(per mr). Pathology test - on (B)(6) 2016: uterus (129 gm) with secretory endometrium; myometrium with retained medical surgical device (essure coil); negative for endometritis; unremarkable cervix and benign fallopian tubes: negative for dysplasia or malignancy. Ultrasound pelvis - on (B)(6) 2016: uterus, endometrium and right ovary appear wnl. Left ovary appears polycystic. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, dysmenorrhea and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('myometrium with retained medical surgical device'), device dislocation ('migration') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (batch no. B34596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery and cesarean section. Previously administered products included for an unreported indication: b nexa from (B)(6) 2013, vitafol from (B)(6) 2013, otc vitamin from (B)(6) 2013, vitaminc from (B)(6) 2013, zofran from (B)(6) 2013, citranatal from (B)(6) 2013, precare from (B)(6) 2013, prenexa from (B)(6) 2013, reglan from (B)(6) 2012 to (B)(6) 2013 and silver nitrate. Concurrent conditions included low grade squamous intraepithelial lesion since (B)(6) 2013, cervical pap smear abnormal since (B)(6) 2012, irregular periods, abdominal pain, menstrual cramps, ovulation bleeding, suprapubic pain, adenomyosis, polycystic ovary, cramp in lower abdomen, perineal pain and uterine tenderness. Concomitant products included nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pelvic pain/chronic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary") and urinary tract disorder ("bladder/urinary"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device dislocation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date of implant (B)(6) 2013. Plaintiff received treatment for pain, migration : yes . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded/status post essure. No filling of the bilateral fallopian tubes.(per mr). Imaging procedure - on (B)(6) 2015: bilateral occlusion. Pathology test - on (B)(6) 2016: uterus (129 gm) with secretory endometrium; myometrium with retained medical surgical device (essure coil); negative for endometritis; unremarkable cervix and benign fallopian tubes: negative for dysplasia or malignancy.. Ultrasound pelvis - on (B)(6) 2016: uterus, endometrium and right ovary appear wnl. Left ovary appears polycystic. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, dysmenorrhea and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Reporter information added. Event : abdominal pain, gen. Abnormal bleed, migration added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('myometrium with retained medical surgical device') in an adult female patient who had essure (batch no. B34596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery and cesarean section. Previously administered products included for an unreported indication: b nexa from (B)(6) 2013, otc vitamin from (B)(6) 2013, vitamin c from (B)(6) 2013, vitafol from (B)(6) 2013, citranatal from (B)(6) 2013, precare from (B)(6) 2013, prenexa from (B)(6) 2013, reglan from (B)(6) 2012 to (B)(6) 2013, zofran from (B)(6) 2012 to (B)(6) 2013 and silver nitrate. Concurrent conditions included low grade squamous intraepithelial lesion since (B)(6) 2013, cervical pap smear since (B)(6) 2012, irregular periods, abdominal pain, menstrual cramps, ovulation bleeding, suprapubic pain, adenomyosis, polycystic ovary, cramp in lower abdomen, perineal pain and uterine tenderness. Concomitant products included nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date of implant (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded/status post essure. No filling of the bilateral fallopian tubes, (per mr). Pathology test - on (B)(6) 2016: uterus (129 gm) with secretory endometrium; myometrium with retained medical surgical device (essure coil); negative for endometritis; unremarkable cervix and benign fallopian tubes: negative for dysplasia or malignancy. Ultrasound pelvis - on (B)(6) 2016: uterus, endometrium and right ovary appear wnl. Left ovary appears polycystic. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, dysmenorrhea and dyspareunia. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr received: case become incident. New event added: myometrium with retained medical surgical device, pelvic pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), depression, mental anguish, dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse). Event onset date, event outcome, reporter information updated, patient history, historical drugs, concomitant drugs and lab data were added. Lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.